Event description:
Information was received that reported a patient had been hospitalized due to diabetic ketoacidosis. It was reported that for 4 days prior to the hospital admit the patient had been experiencing blood glucose in the 350's. They had been trying to troubleshoot the device but when the patient began spilling large ketones the patient's md admitted him to the hospital. The doctor believed that the device was not working. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.